Event description:
The patient was diagnosed with an infection. Symptoms were reported as fever, redness, swelling, drainage, and incisional wound opening. The location of the infection was reported to be the device pocket, the catheter and the lumbar region. Cultures were taken of the device pocket, lumbar region and cerebral spinal fluid (the date was not reported); the results were reported as "g+ unsure of final ID". The patient did not have meningitis. The patient was treated with unspecified IV antibiotics and the device system was explanted. The patient outcome was reported as "ongoing". The medication being delivered via the device system was lioresal.